Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope error (b30) message with nothing else on the screen. There were no reports of patient harm associated with this event. Upon device return and evaluation, it was observed that a foreign object was inside of the nozzle, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported event as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that there was water leakage in the connector and as a result, corrosion was observed due to handling. It was also observed that the zoom function did not operate smoothly due to damage on the charge-coupled device. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the angle play knob in the up and down direction was out of standard due to wear of the angle wire. Additionally, it was observed that there was a noise coming from the up and down knob. It was also observed that the adhesive of the curved rubber was missing. It was observed that there was discoloration in the operation part. Scratches were observed on the following unit components due to external factors: insertion tube, tip cover, up and down knob, up-down angle fixing lever, scope connector, right-left angle fixing knob, operation part, on the hardness adjustment ring, switch box, operation unit cover, right and left knob, the grip, universal cord and on the scope connector cover. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer does not submerge the endoscope in cleaning fluid. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The translucent white foreign substance is presumed to be a chemical containing silicon as its main ingredient (antifoaming agent, anti-fogging agent, etc.). In addition, we were unable to identify the cause of the residue in the air/water nozzle, as no problems were identified from the information regarding the reprocessing of the facility, nor was any deformation of the air/water nozzle confirmed. Olympus will continue to monitor field performance for this device.